Event description:
It was reported that a patient had surgery in (B)(6) 2012. The gamma 3 nail was implanted on (B)(6) 2013. The patient claimed pain and went to the surgeon. X-rays confirmed that the nail is broken. "Consolidated fracture of anterior part x right rib. Compare to previous examination done on (B)(6) 2013 fracture with angle displacement in proximal part of the nail occurred where screw is placed. The displacement of proximal fragment of left femur occurred moving to the anterior and lateral side.¿ patient is claiming now to go for a new surgery with a new product.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.